Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with the end cap broken off and missing. The pump powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download the trace and history files using thump due to the flashing medtronic logo anomaly. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery compartment. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: end cap broken off and missing, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, faded serial number label, missing end cap address label, scratched case and pillowing keypad overlay. End cap broken off and missing is confirmed. Flashing medtronic logo is confirmed due to moisture damage on the electronics. Download difficulty is confirmed due to the flashing medtronic logo anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage in the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and damage was found at the the bottom side of the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer discontinued the use of device and returned the device.